Event description:
Related manufacturer reference number: 1627487-2022-00600. It was reported that patient was experiencing ineffective therapy. The ipg was spinning as it was not anchored down, and the lead was winding up so tight to have caused fracture to both. Patient had also lost weight to have caused the ipg to migrate. Also, diagnostics indicated that the lead had high impedances in every contact as such, the system was explanted and replaced with new ipg and new lead. Reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.